Event description:
Implant date 2002. In 2002, the pt complained of pain and "feeling the hardware". X-rays revealed screws broken bilaterally and pseudoarthrosis. Revision surgery 23 days later to replace the two screws.